Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported difficulties cannot be determined and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was to treat a perforation in the right profunda femoral artery. It should be noted that the graftmaster rapid exchange (rx coronary stent graft system), instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the right profunda femoral artery. The graftmaster was successfully implanted, however there was some residual bleeding. Post-dilatation was performed, with an end result of sealing the perforation. The patient was in stable condition and given vitamin k, then sent for monitoring. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was a success, however, the patient remains in the hospital due to unrelated health issues. No additional information was provided.